Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt expired after suffering several massive strokes. The pt experienced an ischemic cerebrovascular accident (cva) approx 2 weeks after the implantation of the pump, and another ischemic cva on (B)(6) 2014 which was reportedly devastating. A decision was made by the pt's family to withdraw support on (B)(6) 2014 and the pt expired. The vad coord reported that the cva was not believed to be device related and the pump was functioning within normal limits.

Manufacturer narrative:
The pump will not be returning to the MFR for eval, as it was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.